Event description:
It was reported that the patient ''snapped'' a lead wire. The patient stated that the hcp was able to reprogram the device, and therapy was now working as expected. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was received from the patient's physician that reported the cause of the event was unknown, but the lead was noted as being attributed to the event. Impedances >4000 ohms were measured on one lead and the physician noted a lead break. Reprogramming occurred on (B)(6) 2012, and the device was now "working well." No hospitalization was required and a follow up was planned in six months. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model 3889-28, lot # v440659, implanted: (B)(6) 2010, explanted: na.

Manufacturer narrative:
(B)(4)